Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. (B)(4).

Event description:
It was reported that a female patient underwent breast prostheses implantation with unspecified mentor gel breast prostheses and suffered several unexplained systemic symptoms, including pain, pressure, discoloration, itching in one of her breasts. Patient also reported other unspecified medical issues. In addition, the patient reported that one of her breast prostheses had ruptured. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation on (B)(6) 2019. This medwatch report is for the 2nd of two breast prostheses. A medwatch report for the 1st breast prosthesis in this event was submitted to the FDA under manufacturer report number 1645337-2019-11142.